Event description:
It was reported that induction testing was difficult and when the pocket was opened, it was discovered that the leads were reversed in the header of the device. Once the leads were inserted in the correct ports, the patient was successfully tested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.